Event description:
The patient's treating neurologist reported that their vns patient had high lead impedance. The patient had been having drop attacks and per the site, it was possible that they may have damaged the lead in one of their falls. The vns worked well for the patient and they had an (80% seizure reduction), but he has had more seizures lately. It is unknown if the patient's seizures are over their pre vns seizure rate. Revision surgery is planned for the patient's continued therapy. The site was informed of company recommendations to program the vns off.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.